Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours on their abdomen. The patient reported the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
The device was returned and evaluated. The distal part of the exposed portion of the soft cannula was found to have a tear and torn off. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.